Event description:
The customer reported the evis lucera elite colonovideoscope display an e216 and e315 errors. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, abnormal sound of hardness adjustment ring, scope connector liquid leakage, insufficient bending angle due to elongation of the angle wire, play of the angle knob out of normal state, suction cylinder scraped, and suction cylinder paint peeling were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but could not be reproduced. The cause of the suggested phenomenon was presumed as below: 1. It was confirmed that there was water invasion in the scope connector and the moisture (humidity) has entered the scope, temporarily degrading the electrical connection to the electrical contacts, adversely affecting the image signal output, and causing the image signal output to fail. It was further concluded that the water invaded from the scope connector venting connector. This was further specified below: a) the cap has been attached and it has been submerged in water. B) assembling the coiled tube to the scope underwater c) a load was applied so that the check valve of venting connector open with a brush or the like while the device was immersed. D) deposits on the venting connector and other foreign material temporarily entered between the venting connector and the check valve, causing water to enter without being completely closed. 2. Dust, dirt, or foreign material adhered to the electrical contacts of the scope connector, or the connection was insufficient, resulting in a temporary deterioration in the electrical connection with the system. 3. As a result of checking the appearance of the scope, damages such as scratches and dents were confirmed at the distal end of the insertion section, so the electric circuit inside the image sensor unit built into the distal end of the scope is hit or dropped, mechanical stress (load) is added, temporarily degrading the electrical connection and adversely affecting the image signal output and the image signal output became unstable. 4. As a result of scope appearance check , damages such as scratches and dents were confirmed on the scope connector-electrical contacts, so the connection condition was not sufficient, and the electrical connection condition with the system temporarily deteriorated due to this effect. It is recommended to the user to inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.